Event description:
On (B)(6) 2012, the reporter contacted animas to report that the patient had been hospitalized, and alleged that the pump was inaccurately delivering insulin. No further details of this event were provided. The technical support representative contacted the patient several times to obtain further information and to troubleshoot the pump, but was unable to contact him by telephone. The patient allegedly was hospitalized while using the pump, therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.